Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite using multiple usb cables, wall adapters, and power sources. The power source alert issue led to a pump shutdown. The customer's blood glucose was reportedly "fine". During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged. Multiple contact attempts were made by tandem technical support to determine if the pump began to charge after leaving the device plugged in; however, the customer did not respond.